Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had left hip replaced in 2002 . There was no op or post-op report of this case available. Surgeon followed up on the patient's hip replacement because of a small mass that was evident during an ultrasound adjacent to the medial wall of the acetabulum. It was deceived that the ultamet metal liner and metal head articulation could be generating metal debris that could be causing lysis around the acetabular cup. The metal liner, the femoral hip ball was explanted and replaced with a polyethylene liner and a new hip ball. The srom femoral stem, srom sleeve, and pinnacle acetabular cup were left in situ. The lot and catalogue numbers for the implants left in situ and explanted did not have legible numbers to record. There was no surgical delay. Doi: 2002, dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.